Event description:
It was reported that size 5 triathlon 4 in 1 cutting block was used to cut femur but during trialing, the size 5 did not fit. The size 6 trial fitted correctly.

Manufacturer narrative:
An event regarding a size discrepancy issue involving a triathlon 4:1 cutting block was reported. The event was not confirmed. -device evaluation and results: the device was returned in good condition with minor marks from use. The device is dimensionally within specification. Visual inspection: the #5 4:1 cutting block was returned for analysis. The device showed some damage on the cutting slots consistent with use of the device. The device was otherwise unremarkable. Dimensional inspection: the device was dimensionally inspected by the supplier. The device is dimensionally within specification. Functional inspection: while a functional inspection was not performed as the event did not allege a functional issue; there is no indication the device would be non-functional. -device history review: all devices accepted into final stock met specification. -complaint history review: there have been no other events for the reported lot. Conclusions: the investigation concluded that the device was dimensionally and functionally acceptable.

Event description:
It was reported that size 5 triathlon 4 in 1 cutting block was used to cut femur but during trialling, the size 5 did not fit. The size 6 trial fitted correctly.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.